Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient's implantable neurostimulator (ins) needed to be replaced for an unknown reason. It is unknown when the issues began occurring. There was no known impact or consequence to the patient.